Event description:
It was reported that the stent (subject device) and other devices were used in aneurysm embolization case. The guidewire (synchro2) was used to bring the microcatheter (sl-10) to the left mca (middle cerebral artery) at m2 segment and then used the guidewire (synchro2) to guide microcatheter (echelon-10) distal to lumen of aneurysm. Then framed by coil (axium) and then used the microcatheter (sl-10) to deliver a subject stent. When the subject stent was delivered to middle of microcatheter (sl-10). The subject stent was hard to be pushed. After several tries, the subject stent was stuck in microcatheter (sl-10). The operator withdrew the delivery pole and found no stent, so considered the stent might be in microcatheter (sl-10) the operator withdrew the microcatheter (sl-10) out of patient's body and then used the tail of subject stent delivery wire to go into microcatheter (sl-10) to push but failed. Finally used filled a coil (axium) to complete the procedure directedly. The patient's condition was good.

Manufacturer narrative:
D4 expiration date - added. H3 device evaluated by mfg ¿updated. H3 summary attached - updated. H4 manufacturing date ¿ added . Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. Visual inspection of the returned subject stent device revealed that the subject stent was found to be deployed and stuck inside the sl-10 microcatheter and the subject stent was broken during the analysis. Additionally, the tip of the sdw was found to be broken/fractured/missing. The tip was found to be stuck inside the sl-10 microcatheter together with the stent. The stent delivery wire (sdw) was found to be kinked/bent. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Addition information received indicated that the subject stent device was prepared for use as per the directions for use. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use. The stent delivery system was flushed with saline (initial flush) prior to use and continuous flush was also set up and maintained throughout the clinical procedure. The patient's anatomy was described as 'moderately tortuous'. The rhv was opened enough to allow passage of the device (subject atlas stent) through without damage and there was no resistance reported during preparation, transfer or advancement of the stent. It is reported that physician 'used sl-10 microcatheter to deliver the subject stent. When the subject stent was delivered to middle of sl-10 microcatheter. The subject stent was hard to be pushed. After several tries the stent was stuck in sl-10 microcatheter. The operator withdrew the delivery pole and found no subject stent, so considered the subject stent might be in sl-10 microcatheter, the operator withdrew the sl-10 microcatheter out of patient's body and then used the tail of stent delivery wire to go into sl-10 microcatheter to push but failed'. The subject stent was returned for analysis, and it was deployed inside an excelsior sl-10 microcatheter. During the extraction process, the subject stent became fractured. The stent delivery wire (sdw) was also returned for analysis. The sdw tip was broken/fractured and was found inside the sl-10 microcatheter in close association with the deployed stent suggesting that significant force was experienced by the sdw at some point in the proceedings. The remaining section of the sdw was kinked/bent. The introducer sheath was undamaged. The as reported codes ¿stent difficult/unable to advance or pullback through catheter, stent deployed prematurely during use¿ as well as the as analyzed codes ¿sdw kinked/bent, sdw broken/fractured during use, stent friction and stent deployed prematurely during use¿ will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural and/or anatomical factors during use.

Event description:
It was reported that the stent (subject device) and other devices were used in aneurysm embolization case. The guidewire (synchro2) was used to bring the microcatheter (sl-10) to the left mca (middle cerebral artery) at m2 segment and then used the guidewire (synchro2) to guide microcatheter (echelon-10) distal to lumen of aneurysm. Then framed by coil (axium) and then used the microcatheter (sl-10) to deliver a subject stent. When the subject stent was delivered to middle of microcatheter (sl-10). The subject stent was hard to be pushed. After several tries, the subject stent was stuck in microcatheter (sl-10). The operator withdrew the delivery pole and found no stent, so considered the stent might be in microcatheter (sl-10) the operator withdrew the microcatheter (sl-10) out of patient's body and then used the tail of subject stent delivery wire to go into microcatheter (sl-10) to push but failed. Finally used filled a coil (axium) to complete the procedure directedly. The patient's condition was good.